Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc, part number 60707010600 and lot number z000001164, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from (B)(6) that three 34 in. (86cm) dual port single bladder disposable cuff with plc had a leak at the transparent tube and black ring junction. On 21 apr 2017, a returned product investigation was performed on the 34 in. (86cm) dual port single bladder disposable cuffs with plc. The physical evaluation revealed that the returned cuffs had a leak at the transparent tube and black ring junction. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 34 in. (86cm) dual port single bladder disposable cuff with plc was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a leak between the transparent tube and black ring. This was found during surgery. No adverse events were reported as a result of this malfunction.